Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 13.2 mm vicmo13.2 implantable collamer lens, -15.00 diopter, in the patient's left eye (os), due to a lens/break during delivery into the eye. The lens was exchanged on (B)(6) 2017 for another same model/diopter lens and the problem was resolved.

Manufacturer narrative:
The reporter indicated that the surgeon implanted and removed intraoperatively, a 13.2mm vicmo13.2 implantable collamer lens of -15.00 diopter in the patient's left eye (os) due to lens tear during injection/ delivery into the eye. The reporter stated that the "foam tip bent leading to cutting the lens during delivery". The lens was exchanged on (B)(6) 2017 for a lens of same model and diopter and the problem was resolved. Method: no additional similar complaint type events within associated lots were found. (B)(4).

Manufacturer narrative:
Corrected data: it is corrected to "product problem" from "adverse event". "The lens was exchanged on (B)(6) 2017 for a lens of same model and diopter and the problem was resolved" is corrected to "a new lens of same model and diopter was implanted on (B)(6) 2017 and the problem was resolved. Type of reportable event: it is corrected from "serious injury" to "malfunction". (B)(4). Claim#: (B)(4).